Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 23-oct-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 100 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. It was reported the patient came in for a normal pump replacement on the date of this report; however, when the healthcare provider (hcp) tried to aspirate they were unable to get flow. The hcp replaced the pump segment with 66cm using the 8596sc. The rep needed assistance with how they should proceed with the measurement of the catheter since the hcp was only able to remove 10 cm of the old pump segment and the other portion was abandoned in the patient. The hcp had measured from the pump to the spinal over the patient¿s skin in order to determine the length. The rep stated they would most likely use the measurement the hcp got from measuring from the pump to the spinal. The rep would follow-up with the hcp. Patient symptoms were not reported. The event date was 2018-aug-13. No further complications were reported/anticipated or expected.